Manufacturer narrative:
The insulin pump was received with no traces of moisture at keypad traces, electronic assemblies or motor assemblies per visual inspection. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had water under the lcd screen. She placed her insulin pump on some sandwiches in a cooler and the insulin pump slid into the ice water. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.